Event description:
Caller reported malfunction 199 on tandem source, which indicated a pump issue, but no notable events occurred prior to the malfunction. There was no adverse impact to the customer's blood glucose level. Cts provided pump reset information and assisted the caller with resetting the pump, ensuring the malfunction code did not recur. Customer was advised to continue using the pump and to contact support again if the issue recurred, and they acknowledged the instructions given.